Event description:
A 20g insyte autoguard lot #5191833- the needle did not auto retract after button was pressed. Button remained depressed, but needle remained out. Pt was not harmed. The needle was removed.